Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07-jan-2026, an FDA medsun notification was received via email. A facility representative reported that during a left knee diagnostic arthroscopy with open posterior cruciate ligament repair and medial collateral ligament repair and reconstruction using semitendinosus autograft, a small fragment, approximately a 1 mm tine from the inserter of an ar-3670 fibertak biceps implant system, broke off within the surgical site during passage. The fragment was not retrieved and was left in the patient due to its size and inability to be detected under fluoroscopy. The surgeon determined that retrieval posed more risk than benefit and expressed no concerns regarding patient impact. Additional information was received on 13-jan-2026: this event occurred on 01-dec-2025. The case was completed using three arthrex double-loaded 1.8 mm soft suturetak anchors, which remained stable after implantation. There was no case delay, and no additional anesthesia was administered to the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.